Event description:
It is reported that a customer has issues regarding their sensor not communicating with their transmitter. The customer also complains of lost sensor alarms. The patient's blood glucose was at 60 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor may be too far from the transmitter. The customer was informed that the two devices should remain no more than 6 feet away from each other. The sensor and transmitter work as designed. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.